Event description:
The patient used the suspect device to check their blood glucose and obtained a result of 225mg/dl. Patient then administered insulin. One hour later patient's blood glucose was 177mg/dl on the suspect device. Patient felt weak and dizzy. Patient called the ambulance and they arrived and checked their blood glucose at 50mg/dl with their equipment. Patient was given an IV with glucose and transported to the hospital. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.